Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their one incisor chipped in the front by the aligner. They had it checked by their dentist. This is a contraindicated patient.